Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. The event can be detected/prevented by following the instructions for use which state: ¿¿chapter 3 preparation and inspection, 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system¿ describes the following warning. 8 inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens.¿ customer additionally reported that the device was cleaned, disinfected, and sterilized before it was returned to olympus. There was no delay in the start of precleaning. The air/water nozzle was flushed with water and air. No abnormalities in the accessories used in reprocessing. The nozzle was wiped/brushed with a clean lint-free cloth/brush/sponge. The air/water nozzle was flushed with detergent. Olympus will continue to monitor field performance for this device.

Event description:
The evis lucera elite colonovideoscope was returned to olympus for evaluation with a report of poor air and water supply. There was no report of patient or user harm associated with the event. During testing and inspection of the subject device, a foreign object was found clogging the air/water nozzle. This report is being submitted to capture the reportable malfunction found during the evaluation [foreign material].

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer¿s allegation of air and water flow issues was confirmed. Due to clogging of the nozzle, no air or water was fed through the nozzle. Additionally, the following findings were also identified: due to wear of angle wire, bending angle in up direction did not meet the standard value, due to wear of angle wire, the play of up/down knob (u/d knob) is out of the standard value, adhesive on bending section cover (a-rubber) had a chip, plastic distal end cover (c-cover) had a scratch, connecting tube has a scratch, the objective lens had discoloration, scope connector cover unit had a scratch, protector of universal cord on scope connector side had a cut, lock engagement lever had a scratch, the image guide protector had a scratch, flexibility adjustment ring has a scratch, connecting tube had a scratch, the scope connector had a scratch, the scope connector had corrosion, the universal cord had a scratch, the grip had a scratch, the control unit had discoloration, and the switch box had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.